Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty bypass, upon load assembly, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. A new load was opened to complete the case. There was no patient injury.